Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.